Event description:
It was reported that during the surgery, the doctor proceeded to cut a suture and the base of the cutter broke inside the patient, all the pieces were removed. There were no delays or problems as there was another cutter available.

Manufacturer narrative:
One 72203053 flush suture cutter reported on. This is a reusable demo device. Allegation aligns with repeat use and wear. Due to product unavailability, the complaint could not be ultimately confirmed. Definitive conclusions, accurate investigation and evaluation were not fully possible without evaluation of physical product. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Per instructions for use : ¿these instruments are designed for repeated use with proper care and handling. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure. Do not use these instruments as levers for manipulating hard tissue or bone. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Misuse of these instruments may result in bent distal tips or jaws; and dull or uneven cutting edges.¿ final product met predetermined specifications upon release to distribution.